Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the interstim therapy was not working for them and they still had to self catheterize 4 times a day. The patient stated that their new healthcare provider (hcp) didn't believe in the device. The patient inquired about device removal but the hcp didn't think that removal was a good idea. Additional information was received from the patient. They reported that they had experienced urinary retention prior to the device and it was unknown if it had worsened as a result of the device or therapy. They stated that catheterization was not their standard of care prior to the device.

Event description:
Additional information was received from the patient. They reported that no action or intervention was taken, and the urologist does not recommend bladder stim and will not remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.